Manufacturer narrative:
The lens was not returned. The lens remains implanted. Product history records were reviewed and all documentation indicated that the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was used with the lens/cartridge combination. The root cause cannot be determined for the reported issue. The lens remains implanted. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced reduced visual acuity due to cloudiness of the lens (white dots). Additional information has been received states that there is a high possibility of glistening and not the opacity of the iol itself. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.